Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - additional product femoral component porous size h right catalog 00597201802 lot 61590702. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598801215, nexgen stem extension straight 15mm dia x 30mm length, lot 63445047 00598005701, nexgen tibial component stemmed precoat, lot 63468225 00597206532, nexgen all poly patella size 32 mm, lot 63436581. (B)(6). Customer has indicated that product will be returned due to it being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent an irrigation with a articular surface exchange after knee arthroplasty.